Event description:
It was reported that balloon ruptured occurred. The 81% stenosed target lesion was located in the mildly calcified left anterior descending the artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.